Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, functional testing, instructions for use (IFU), specifications, and visual inspection of the returned device was conducted during the investigation. One used mini titanium vital port was returned along with a catheter lock and length of catheter (~30 cm). A visual inspection was performed under magnification, which determined that one suture hole had been used. No anomalies, burrs, or nicks were observed on the port body or its outlet tube. The catheter was inspected for signs of bruising; none were found. There are no signs of chronic wear on the catheter. A dimensional verification was performed on the catheter and outlet tube, which confirmed that each was manufactured to specification. A functional test was performed in which the catheter and catheter lock were assembled to the vital port body. Each fit snugly, and the components did not appear to be too loose or too tight. Due to the lack of bruising observed at the ends of the catheter, it appears that this catheter was not properly advanced over the outlet tube of the vital port, however a definitive root cause cannot be determined. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported on (B)(6) 2016 a catheter was placed in the patient's left upper arm lesion. On (B)(6) 2016 the patient reported pain of the thoracic region. The catheter was removed as imaging confirmed the catheter had separated from the port and migrated to the patient's coronary sinus. On (B)(6) 2016 the port was removed and another catheter was placed in the patient's right upper arm lesion. No other information was available at the time of this report.